Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to pneumonia. The customer experienced high and low blood glucose during the hospitalization. The insulin pump was exposed to xray machine. The blood glucose reading was 309 mg/dl and went down to 66 mg/dl. Customer was treated for the low. The current blood glucose reading was 87 mg/dl. Customer had experienced low blood glucose for three days. Nothing further reported.